Manufacturer narrative:
D9: device received on 1/20/2025. H3: h3: the device was received for evaluation but without the dose cord. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's dose cord was not returned, so the results were checked with a test dose cord, it could not confirm the reported issue. The cause of the issue could not be established, and no action was taken.

Event description:
It was reported that bolus cannot be administered. The event occurred during priming at the facility. There was known no patient involvement and no patient harmed reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.